Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after an endobronchial ultrasound (ebus) procedure, the balloon was noticed missing during bed side scope clean. It was detached from the bronchovideoscope. The patient was brought back from the recovery room back into procedure room for a secondary procedure to remove the balloon. The balloon was found in the laryngeal mask airway (lma) and was removed successfully. There were no further reports of patient harm. This complaint is #1 of 2 devices, for the balloon.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the investigation findings of the reported failure, do not lead to a clear conclusion about the cause of the reported event. Although the cause could not be determined, the following user handling may have caused the balloon dropout. ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.